Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. Microperforation was suspected. Subsequently, lead repositioning was attempted, but during the attempt, the lead helix failed to redeploy after being retracted. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the lead helix exhibited extrinsic distortion due to being pulled/stretched/overstressed. Analysis also found cuts and blood ingression in both the overlay tubing and the outer insulation. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.